Manufacturer narrative:
Date of report: 03/27/2019. Date received by manufacturer: 06/19/2019. Failure analysis on the returned touch screen shows that the customer complaint of touchscreen issue was confirmed. Touch screen was damaged. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The manufacturer's field service engineer confirmed the reported touchscreen issue. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. The device was ready for patient use.

Event description:
The customer reported that the ventilator was failing touchscreen calibration (intermittently non-responsive). There was no patient involvement. The event date was not specified; estimate used.